Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced multiple switching events with the battery capacity showing four bars. The patient the behavior only occurred with this battery. Connections to the power port on the controller were inspected and found to be secure. There was no damage noted to the battery connector or pins/assessed and are secure. Log files were requested by the site. The battery was exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  The reported event was confirmed via review of the available log files, which revealed several power switching events. No alarms that could have contributed to the event were logged in the alarm files. Analysis of the device revealed that the device met specifications; the device passed visual inspection and functional testing. Power switching could not be duplicated at bench level. However, the most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an investigation to evaluate the communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.